Event description:
It was reported that right after surgery the area was swollen and it felt glued to the patient. The patient assumed there should be some movement and wanted to know if they could ever return to a higher level of activity after the healing time. The patient had left messages for their health care provider (hcp) and was still waiting to hear back. They had tried to call the manufacturer many times before today and had spoken to the support center, but hadn¿t spoken to their manufacturer representative. The patient¿s device wasn¿t working and their hcp and manufacturer representative weren¿t helping. The hcp sent the patient for an x-ray 4 days ago to see if anything had moved and didn¿t have the results. The patient had seen their hcp 1 week post-operatively and called the hcp 4 days ago, who sent them for the x-ray. The x-ray place to the patient they faxed over the results. The patient had been talking to the support center since (B)(6) 2014 and had the trial for 7 days and had someone who called once or twice a day. The support center said they would ping the manufacturer representative and ask them to call the patient back, but the never spoke to the manufacturer representative. The patient hadn¿t been feeling good, their implantable neurostimulator (ins) was moving, and they felt like they could flip it. The patient had numbness in both feet and now it was down their entire right leg. The ins started moving about a week ago and the patient took a mini-spill down their last 2 steps of their staircase and hit and landed on their right hip. The patient didn¿t think anything of it or feel like anything would move. The hcp told the patient a week after implant to turn the unit off for 3 to 5 days to calm everything down. The patient did that and started the whole process again about 2 weeks ago and used all 4 programs. It made their toe go crazy and they didn¿t feel it in their perineum anymore and just felt it in their right glut. During the trial the patient only got up once a night and now with the permanent they were getting up every hour or less and their symptom had not improved. The patient was told to switch programs every 24 to 48 hours and could only use programs 1 and 4. Programs 2 and 3 the patient couldn¿t really tolerate. The patient couldn¿t work and couldn¿t do anything and was very active all the time. The patient couldn¿t even drive because they didn¿t feel comfortable with the numbness in their leg. The patient was a physical therapist and was trying not to screw it up and once day they felt okay, then the next day they couldn¿t get out of bed. The patient had not turned the stimulation off to see if it helped with the numbness. The patient didn¿t feel the stimulation at 0.2v to 0.3v and the more they turned it down it helped with the numbness, but the numbness was spreading from the bottom of the feet now up onto their legs and even into their arms. Their whole right hand was numb. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0qpv7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt nauseous for a while, but it seemed to dissipate. The nausea started a week ago. The patient felt they had more vaginal issues with more itching and odor that was a new symptom they had noticed more in the past week. The patient's issue had always been frequency.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6). The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient was getting it removed. The patient was getting numbness in the right leg and turned off for a week. It was noted reprogrammed. Numbness better but not helping the patient frequency. It was noted very frustrating not hear from manufacturer.